Event description:
The dealer reported that the chair plastic around the screws for the calf pad were snapping off. This issue could prevent the user from having adequate leg support or the user may slide out of the chair.